Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the scope connector mechanical unit video image freezing. Based on the result, we concluded that it was caused due to the physical damage applied on the scope connector mechanical unit. In addition, our technician confirmed that the patient circuit power supply defective, and the control panel defective; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.